Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 107 mg/dl. Customer states the contacts on the battery cap was not missing or damaged. Customer states battery compartment was damaged. Customer states the spring was neither damaged nor corroded. Customer reported that the weak battery alarm. Customer was able to successfully clear the alarm. Customer stated that after he got it working he tried changing the battery again just to see and it did not work. Customer stated that the weak battery will be occur prior to a failed battery test or low battery alert. Customer also reported that the battery out limit alarm. Customer states the insulin pump alarmed after battery change. Customer reported they were able to clear the alarm. Customer states they did receive a request to rewind insulin pump. Customer able to complete rewind. Insulin pump was not alarming at time of call. Customer states the batteries were out of insulin pump greater than duration allowed by the insulin pump. Troubleshooting was performed for blank display, battery out limit alarm and weak battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected weak battery alarm anomalies noted. No unexpected power loss anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked battery tube threads.